Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" error message was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective processor board. As part of routine service during testing, the platform was examined and found failed load cell based on the load cell characterization test and pdb (power distribution board) needs to be replaced with the current revision, unrelated to the reported complaint. The load cell and pdb were replaced to address the issue. The autopulse platform is a reusable device and was manufactured in 2012 and is (B)(4) years old, well beyond the expected service life of five years. Visual inspection was performed and no physical damages were observed. A review of the archive was performed and the archive data shows system error 136 - internal parameter corrupted, thus confirming the reported complaint. During functional testing, the platform was powered on and the system error, out of service, revert to manual CPR error message appears on the display panel. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for autopulse sn (B)(4).

Event description:
During shift check, the autopulse platform displayed an error message " system error, out of service, revert to manual CPR". No patient was involved.